Event description:
In 2004 - a dental implant was placed in tooth location #15. Subsequently, the pt was experiencing paresthesia. Five days later - the implant was removed. In 2005 - the clinician was contacted. They stated "after removal of the implant the pt has a recovery of 80%".